Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 300 mg/dl and had beep anomaly. The customer had not reported the symptoms and treated with shot at hospital. Customer stated in the emergency room and they took off my insulin pump. Its beeping like crazy and I want to turn it off. Customer states that she is in the hospital for heart pains not diabetes. Customer states that they want her to take off pump. Customer states that she is high because she had to take off the pump but was given a shot at the hospital. The customer was advised refer to her healthcare professional. The product was not returned for analysis.